Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was taking longer to charge the ipg. The patient underwent an ipg replacement procedure for MRI capabilities and was doing well postoperatively. The explanted ipg was disposed by facility.